Event description:
Device 3 of 3: reference MFR. Report# 1627487-2018-13301. Reference MFR. Report# 3006705815-2018-03428. It was reported the patient experienced a infection located at the ipg and leads site. Reportedly, the ipg was eroded through the skin. In turn, the patient underwent surgical intervention wherein the scs system was explanted. The patient was prescribed oral antibiotics and discharged.

Event description:
Device 3 of 3 reference MFR. Report# 1627487-2018-13301. Reference MFR. Report# 3006705815-2018-03428. Additional information received identified the issue was resolved.